Manufacturer narrative:
Continuation of d10: product ID a810 lot# / serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen via an implantable pump. It was reported that a pump refill was performed on (B)(6) 2024. At 11:30 am. They loaded with 4 vials of 10 mg/5ml of baclofen with drug concentration of 2,000 mcg/ml, but the pump update was maintained at 1,000 mcg/ml. The baclofen pump was refilled by introducing 20 ml of baclofen with concentration 2,000.0 mcg/ml. The rate was not varied; however, the concentration (which was and is 1000 mcg/ml) was not updated. The healthcare provider was requesting that the pump be updated. At the time of the report, it was being considered that in this case, the implanted catheter had a total volume of 0.229ml with a daily infusion corresponding to 229.7 mcg/day of baclofen 1000 mcg/ml. Technical services further reviewed that in volumetric terms, this indicates that the daily volume of baclofen infused was 0.229 ml/day (299.7 mcg/day/1000 mcg/ml). At the time of the pump refill, baclofen 1000 mcg/ml was in the catheter and inner tubes. It was being considered that to understand when baclofen with concentration 2000 mcg/ml would be infused, they would need to calculate the time corresponding to the total catheter plus tube volume. It was reviewed that the inner tubes can have a minimum volume of 0.189 ml to a maximum of 0.289 ml. It was being considered that the volume of baclofen 1000 mcg/ml would therefore range from a minimum of 0.418 ml (0.229ml+0.189ml) to a maximum of 0.518 ml (0.299 ml+0.289 ml). Considering the daily infused volume and the minimum and maximum volume, it could be calculated that, after refill, baclofen 2000 mcg/ml would be infused after: 0.418ml/0.229ml/day=1.8 days -> 43 hours (thursday, february 2 6:30 am), or - 0.518 ml/0.229ml/day=1.8 days -> 52 hours (thursday, february 2 15:30). Considering the time remaining at 52 hours, it was reviewed that one could directly correct the concentration of baclofen in the reservoir (leaving the daily dose of 229.7 mcg/day) without programming a bridge bolus. The healthcare provider was already working to communicate with the patient and to find a solution to reprogram the pump as soon as possible. It was further reported that the patient was transported at 18:00 to a healthcare facility in rome where the pump reading was taken, and the infusion information was properly restored. The pump had been programed with 2000 mcg/ml baclofen. As of the morning of 2024-feb-02, the healthcare provider had not reported any patient symptoms related to over-dosing or under-dosing of baclofen.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the patient's age, weight, initials, gender, pump serial number, and pump implant date were asked, but would not be made available.